Event description:
The pt has experienced a decrease in performance. Reprogramming was attempted, however, the problem was not resolved. Previous testing of the device showed that the device is functional. Revision surgery to resolve the issue will be scheduled.